Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed no imaging core windup within the telescope and sheath sections of the device. Microscopic inspection revealed the imaging window was detached near the lap joint section. Impedance testing showed an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing. Media provided by the site confirmed the reported image issue.

Event description:
Reportable based on device analysis completed on 20dec2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was not clear and could not be watched. The procedure was competed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.